Event description:
Clinician tested electrotherapy function of the device on self. The clinician applied the interferential electrotherapy waveform to an unspecified location for a test treatment. During the test, the device allegedly shocked and produced a small red area under the treatment electrodes. The clinician stated that the clinic using the device prior to his clinic reported that the device would shock.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.